Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Event description:
The manufacturer became aware of an allegation of alice nightone that the patient alleges that the device stopped recording after 20 minutes. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, device was not recording body positioning, top enclosure was cracked, the sp02 cable was faulty, the aux cover missing and led lights faulty. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.